Event description:
It was reported by the affiliate that the (1) cdh29 was used during a low anterior resection. It was reported that the anvil head was still attached to the trocar until a click sound was heard. The instrument was closed with the safety catch still fully engaged. The adjusting knob was turned(clockwise?) Until the orange indicator moves to the green range of the gap setting scale. The red safety catch is lifted and the firing handle is squeezed. Upon hearing the crunch, the safety catch was reengaged and the instrument was opened by turning counterclockwise. It was at that point that no anastomosis was made and there were no staples. The postoperative consequences are not available and the information will be supplied at a later date.